Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure was not mobile enough to pull out if the myometrium') in a 35-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tiredness in (B)(6)2010, osteoarthritis in (B)(6)2010, bunionectomy on (B)(6)2009, hernia repair in 2005, cone biopsy of cervix in 1999, tubal ligation, diarrhea, nausea, vomiting, abdominal pain, flank pain, fatigue, headache, nasal congestion, sinus pressure, menopause, back pain, cytopenia, urinary frequency, urinary retention, urinary hesitancy, urine osmotic pressure decreased, micturition urgency, urinary incontinence, hemorrhoids, frequent bowel movements, constipation, dysuria, myalgia, ache, otalgia, numbness, joint pain, spasms, numbness of extremities, burning sensation, sinus pain, night sweats, sensation of block in ear, chest discomfort, malaise, stiffness, poor sleep, fibromyalgia, drowsiness, mobility decreased, edema, muscle weakness, salivary gland swelling, sialadenitis, neck mass, rash, pruritus, paraesthesia, hormonal imbalance, nickel sensitivity, myomectomy, metastases to retroperitoneum, laparoscopy, fibroids, right lower quadrant pain, dyspareunia, genital bleeding and viral syndrome. Previously administered products included for an unreported indication: lortab, motrin, amitriptyline, ibu and ben gay. Concurrent conditions included asthenia since (B)(6)2010, lethargy since (B)(6)2010, chest pain since 2008, bloating, appetite fluctuation, pap smear abnormal, sore throat, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, mononucleosis, pharyngitis, rhinitis, myositis, infectious mononucleosis, vulvodynia, facial pain, swollen glands, pyelonephritis, pain in jaw, hyperlipidemia, blood loss anemia, joint disorder nos, pain in extremity, chest tightness, chest pressure, suprapubic pain and vaginal discharge. Concomitant products included ipratropium bromide;salbutamol sulfate (duoneb) for bronchitis, diclofenac sodium;misoprostol (arthrotec) for contusion, pregabalin (lyrica) for fatigue, amitriptyline for fibromyalgia, mometasone furoate (flonase) for nasopharyngitis, amoxicillin;clavulanic acid (augmentin) and diphenhydramine hydrochloride;pseudoephedrine hydrochloride (tekral) for sinusitis, phenazopyridine hydrochloride (pyridium) for urinary frequency as well as amitriptyline hydrochloride (amitriptyline hcl) since (B)(6)2012, atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), fluconazole (diflucan), ibuprofen from (B)(6)2011 to (B)(6)2012, macrogol 3350 (miralax), meloxicam since (B)(6)2010, milnacipran hydrochloride (savella) since (B)(6)2012, salbutamol sulfate (proair hfa) from (B)(6)2011 to (B)(6)2012, sulfamethoxazole;trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal), abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type:anemia/blood or heart disorder/condition type:anemia"), 1 month after insertion of essure. In (B)(6)2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (myomectomy/surgical removal of coil(s)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression, anxiety, anaemia and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, embedded device, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date (B)(6)2009 to (B)(6)2009 to prevent pregnancy. Essure removal date (B)(6)2013 was reported (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pain, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Events per pfs: migraine/headache was added. Incident we received a lot: number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure was not mobile enough to pull out if the myometrium') in a 35-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tiredness in (B)(6) 2010, bunionectomy on (B)(6) 2009, hernia repair in 2005, cone biopsy of cervix in 1999, tubal ligation, diarrhea, nausea, vomiting, abdominal pain, flank pain, fatigue, headache, nasal congestion, sinus pressure, menopause, back pain, cytopenia, urinary frequency, urinary retention, urinary hesitancy, urine osmotic pressure decreased, micturition urgency, urinary incontinence, hemorrhoids, frequent bowel movements, constipation, dysuria, myalgia, ache, otalgia, numbness, joint pain, spasms, numbness of extremities, burning sensation, sinus pain, night sweats, sensation of block in ear, chest discomfort, malaise, stiffness, poor sleep, fibromyalgia, drowsiness, mobility decreased, edema, muscle weakness, salivary gland swelling, sialadenitis, neck mass, rash, pruritus, paraesthesia, hormonal imbalance, nickel sensitivity, myomectomy, metastases to retroperitoneum, laparoscopy, fibroids, right lower quadrant pain, dyspareunia, genital bleeding and viral syndrome. Previously administered products included for an unreported indication: lortab, motrin, amitriptyline, ibu and bengay. Concurrent conditions included asthenia since (B)(6) 2010, lethargy since (B)(6) 2010, chest pain since 2008, bloating, appetite fluctuation, pap smear abnormal, sore throat, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, mononucleosis, pharyngitis, rhinitis, myositis, infectious mononucleosis, vulvodynia, facial pain, swollen glands, pyelonephritis, pain in jaw, hyperlipidemia, blood loss anemia, joint disorder nos, pain in extremity, chest tightness, chest pressure, suprapubic pain and vaginal discharge. Concomitant products included ipratropium bromide;salbutamol sulfate (duoneb) for bronchitis, diclofenac sodium;misoprostol (arthrotec) for contusion, pregabalin (lyrica) for fatigue, amitriptyline for fibromyalgia, mometasone furoate (flonase) for nasopharyngitis, amoxicillin;clavulanic acid (augmentin) and diphenhydramine hydrochloride;pseudoephedrine hydrochloride (tekral) for sinusitis, phenazopyridine hydrochloride (pyridium) for urinary frequency as well as amitriptyline hydrochloride (amitriptyline hcl) since (B)(6) 2012, atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), fluconazole (diflucan), ibuprofen from (B)(6) 2011 to (B)(6) 2012, macrogol 3350 (miralax), meloxicam, milnacipran hydrochloride (savella) since (B)(6) 2012, salbutamol sulfate (proair hfa) from (B)(6) 2011 to (B)(6) 2012, sulfamethoxazole; trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type:anemia"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (myomectomy/surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, embedded device, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date (B)(6) 2009 to (B)(6) 2009 to prevent pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pain, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure was not mobile enough to pull out if the myometrium') in a 35-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tiredness in (B)(6)2010, osteoarthritis in (B)(6)2010, bunionectomy on (B)(6)2009, hernia repair in 2005, cone biopsy of cervix in 1999, tubal ligation, diarrhea, nausea, vomiting, abdominal pain, flank pain, fatigue, headache, nasal congestion, sinus pressure, menopause, back pain, cytopenia, urinary frequency, urinary retention, urinary hesitancy, urine osmotic pressure decreased, micturition urgency, urinary incontinence, hemorrhoids, frequent bowel movements, constipation, dysuria, myalgia, ache, otalgia, numbness, joint pain, spasms, numbness of extremities, burning sensation, sinus pain, night sweats, sensation of block in ear, chest discomfort, malaise, stiffness, poor sleep, fibromyalgia, drowsiness, mobility decreased, edema, muscle weakness, salivary gland swelling, sialadenitis, neck mass, rash, pruritus, paraesthesia, hormonal imbalance, nickel sensitivity, myomectomy, metastases to retroperitoneum, laparoscopy, fibroids, right lower quadrant pain, dyspareunia, genital bleeding and viral syndrome. Previously administered products included for an unreported indication: lortab, motrin, amitriptyline, ibu and ben gay. Concurrent conditions included asthenia since (B)(6)2010, lethargy since (B)(6)2010, chest pain since 2008, bloating, appetite fluctuation, pap smear abnormal, sore throat, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, mononucleosis, pharyngitis, rhinitis, myositis, infectious mononucleosis, vulvodynia, facial pain, swollen glands, pyelonephritis, pain in jaw, hyperlipidemia, blood loss anemia, joint disorder nos, pain in extremity, chest tightness, chest pressure, suprapubic pain and vaginal discharge. Concomitant products included ipratropium bromide;salbutamol sulfate (duoneb) for bronchitis, diclofenac sodium;misoprostol (arthrotec) for contusion, pregabalin (lyrica) for fatigue, amitriptyline for fibromyalgia, mometasone furoate (flonase) for nasopharyngitis, amoxicillin;clavulanic acid (augmentin) and diphenhydramine hydrochloride;pseudoephedrine hydrochloride (tekral) for sinusitis, phenazopyridine hydrochloride (pyridium) for urinary frequency as well as amitriptyline hydrochloride (amitriptyline hcl) since (B)(6)2012, atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), fluconazole (diflucan), ibuprofen from (B)(6)2011 to (B)(6)2012, macrogol 3350 (miralax), meloxicam since january 2010, milnacipran hydrochloride (savella) since (B)(6)2012, salbutamol sulfate (proair hfa) from (B)(6)2011 to (B)(6)2012, sulfamethoxazole;trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal), abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type:anemia/blood or heart disorder/condition type:anemia"), 1 month after insertion of essure. In (B)(6)2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (myomectomy/surgical removal of coil(s)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression, anxiety, anaemia and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, embedded device, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date (B)(6)2009 to (B)(6)2009 to prevent pregnancy. Essure removal date (B)(6)2013 was reported (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pain, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2020: case was marked for deletion as it was found to be duplicate of case number 2017-166218. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure was not mobile enough to pull out if the myometrium') and pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tiredness in (B)(6) 2010, bunionectomy on (B)(6) 2009, hernia repair in 2005, cone biopsy of cervix in 1999, tubal ligation, diarrhea, nausea, vomiting, abdominal pain, flank pain, fatigue, headache, nasal congestion, sinus pressure, menopause, back pain, cytopenia, urinary frequency, urinary retention, urinary hesitancy, urine osmotic pressure, micturition urgency, urinary incontinence, hemorrhoids, frequent bowel movements, constipation, dysuria, myalgia, ache, otalgia, numbness, joint pain, spasms, numbness of extremities, burning sensation, sinus pain, night sweats, sensation of block in ear, chest discomfort, malaise, stiffness, poor sleep, fibromyalgia, drowsiness, mobility decreased, edema, muscle weakness, salivary gland swelling, sialadenitis, neck mass, rash, pruritus, paraesthesia, hormonal imbalance, nickel sensitivity, myomectomy, metastases to retroperitoneum, laparoscopy, fibroids, right lower quadrant pain, dyspareunia, genital bleeding and viral syndrome. Previously administered products included for an unreported indication: lortab, motrin, amitriptyline, ibu and ben gay. Concurrent conditions included asthenia since (B)(6) 2010, lethargy since (B)(6) 2010, chest pain since 2008, bloating, appetite fluctuation, pap smear abnormal, sore throat, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, mononucleosis, pharyngitis, rhinitis, myositis, infectious mononucleosis, vulvodynia, facial pain, swollen glands, pyelonephritis, pain in jaw, hyperlipidemia, blood loss anemia, joint disorder nos, pain in extremity, chest tightness, chest pressure, suprapubic pain and vaginal discharge. Concomitant products included ipratropium bromide;salbutamol sulfate (duoneb) for bronchitis, diclofenac sodium; misoprostol (arthrotec) for contusion, pregabalin (lyrica) for fatigue, amitriptyline for fibromyalgia, mometasone furoate (flonase) for nasopharyngitis, amoxicillin; clavulanic acid (augmentin) and diphenhydramine hydrochloride; pseudoephedrine hydrochloride (tekral) for sinusitis, phenazopyridine hydrochloride (pyridium) for urinary frequency as well as amitriptyline hydrochloride (amitriptyline hcl) since (B)(6) 2012, atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), fluconazole (diflucan), ibuprofen from (B)(6) 2011 to (B)(6) 2012, macrogol 3350 (miralax), meloxicam, milnacipran hydrochloride (savella) since (B)(6) 2012, salbutamol sulfate (proair hfa) from (B)(6) 2011 to (B)(6) 2012, sulfamethoxazole;trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition type:anemia"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (myomectomy/surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, embedded device, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date (B)(6) 2009 to (B)(6) 2009 to prevent pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, pain, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received: lot number was added. Case became incident. Event physical pain clubbed with previous event pain. Events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), urinary tract infection, vaginal infection, depression, mental anguish, anemia were added. Event embedded device added from mr. Reporter information, patient history, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.